Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken grip cable at the proximal end.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the large hem-o-lok clip applier instrument failed when the jaw spring would not close completely. There was no report of patient involvement.